Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was power off randomly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was power off randomly. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the functional test as specified in the service manual, the evaluation of valves and batteries mentions that they were in good condition. The additional failures observed that the connectors in good condition, the cabinet arrived with contamination of sticky yellow stains and dirt on the outside.